Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, he was experiencing itchiness on the edge of the sensor and upon removal observed red blisters which excreted liquid. The patient further indicated that he had experienced the rash since (B)(6) 2003. On (B)(6) 2014, patient went to the dermatologist for the rash and received a steroid cream to put on the site. At the time of the call to dexcom technical support, the patient reported that he was experiencing itchiness at the insertion site.